Event description:
An attempt was made to repair sarauaginal defect, bladder defect and rectocele by using a mesh which failed within the next few weeks. It is our understanding that the product had been recalled in 2011 but was used by doctor (B)(6) in (B)(6) 2012.